Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular lead exhibited loss of capture due to twiddlers. The left ventricular lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: b5 - corrected, b6 - updated, h6 - type of investigation and investigation findings corrected.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular lead exhibited loss of capture. Fluoroscopy was performed and the left ventricular lead was found to be dislodged due to twiddlers syndrome. The left ventricular lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: h2 -- follow-up type - should be correction report and previously was missed to report.